Event description:
The healthcare professional (hcp) reported the home patient (hp) became fluid overloaded after using the homechoice pro cycler for apd therapy. According the hcp, the hp was without peritoneal dialysis therapy for an unspecified period of time before the hp's family member notified the hcp and baxter healthcare that the homechoice pro cycler required servicing. The hp was brought to the ER for fluid overload with symptoms of hypertensive seizures, increased blood pressure and increased weight. The hp was not admitted to the hosp but released from the ER the same day, at which time the hp was taken to the dialysis unit. The hp was treated with nefedipine sublingually and a clonidine patch was started. The hp received peritoneal dialysis throughout the day using an increased dextrose strength of 4.25% for removal of excess fluid. After treatment, the hp's weight and blood pressure decreased and the hp had no further seizures. The hp has since fully recovered.